Manufacturer narrative:
As reported, the patient was diagnosed with abdominal pain post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of abdominal pain as possibly related to the study device. However, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Pain is a known complication of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted

Event description:
As reported per clinical trial dvl-he-018: on (B)(6) 2021, the subject patient underwent robotic assisted laparoscopic, laparotomy, colectomy procedure in infraumbilical location. A phasix mesh was trimmed and placed in onlay fashion and fixated using absorbable monofilament sutures with 14 fixation points. The patient discharge from the hospital on (B)(6) 2021. From (B)(6) 2022 to (B)(6) 2023 patient experienced multiple adverse events and visited the hospital multiple times, all the adverse events reported during this period were not related to the study device. On (B)(6) 2023 the subject patient experienced abdominal pain. The adverse event of abdominal pain has been assessed per clinician as mild in severity, possibly related to the study device, possibly related to the procedure, and recovered/resolved. The reported adverse event does not meet the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect).

Event description:
As reported per clinical trial (B)(4): on (B)(6) 2021, the subject patient underwent robotic assisted laparoscopic, laparotomy, colectomy procedure in infraumbilical location. A phasix mesh was trimmed and placed in onlay fashion and fixated using absorbable monofilament sutures with 14 fixation points. The patient discharge from the hospital on (B)(6) 2021. From (B)(6) 2022 to (B)(6) 2023 patient experienced multiple adverse events and visited the hospital multiple times, all the adverse events reported during this period were not related to the study device. On (B)(6) 2023 the subject patient experienced abdominal pain. The adverse event of abdominal pain has been assessed per clinician as mild in severity, possibly related to the study device, possibly related to the procedure, and recovered/resolved. The reported adverse event does not meet the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect). Addendum: the reported adverse event (abdominal pain) has been re-assessed per clinician as not related to the study device.

Manufacturer narrative:
As reported, the patient was diagnosed with abdominal pain post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of abdominal pain as possibly related to the study device. However, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Pain is a known complication of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device. Addendum: this is an addendum to the initial MDR submitted to document that the ae was clinically re-evaluated as not related to the study device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.